Manufacturer narrative:
B3 - date of event: used 10/01/2024 as the event date was not reported.

Event description:
It was reported that surgery was performed to remove the sleeve. A coyote balloon was selected for use. However, during the procedure, the physician inserted the balloon into the patient without removing the protective sleeve. As a result, the sleeve had to be surgically removed.